Event description:
It was reported that during the decapping process with bd vacutainer® sst¿ ii advance plus blood collection tubes the rubber stopper remains in the tube. There was no patient impact. The following information was provided by the initial reporter: the decapping module of the beckmann coulter lab automation only removes the hemogard safety cap but not the rubber stopper. At first this does not create an alert by the instrument. However, the analyzer cannot process the tubes and this causes manual intervention. Please note that the defect does not lead to negative impact on the sample or erroneous results being reported to clinicians or general practitioners.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos in support of this complaint investigation. 100 retained samples were sent to franklin lakes for r&d testing. Retain samples test results were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the decapping process with bd vacutainer® sst¿ ii advance plus blood collection tubes the rubber stopper remains in the tube. There was no patient impact. The following information was provided by the initial reporter: the decapping module of the beckmann coulter lab automation only removes the hemogard safety cap but not the rubber stopper. At first this does not create an alert by the instrument. However, the analyzer cannot process the tubes and this causes manual intervention. Please note that the defect does not lead to negative impact on the sample or erroneous results being reported to clinicians or general practitioners.